Event description:
It was reported to philips that the device failing shock test. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty therapy capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy capacitor. The therapy capacitor was replaced to resolve the reported issue and the device passed all required testing. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device failed the shock test. There was no patient involvement. Exhausted therapy capacitor; necessary to replace the therapy capacitor - waiting part delivery to conclude repair.

Event description:
It was reported to philips that the device failed the shock test. There was no patient involvement.